Manufacturer narrative:
H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub cannula separation with the incident lot was observed. The non-patient cannula was seen trapped in the stopper of the nipro tube and detached from the hub of the eclipse device. Additionally, 25 retention samples from bd inventory were evaluated by non-patient cannula pull force testing and the issue of cannula hub separation was not observed. Bd was not able to determine a definitive root cause for the cannula hub separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was non patient needle separation from the holder hub. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there was cannula separation at the non patient end. The np cannula was separated and trapped in the cap of the tube.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was non patient needle separation from the holder hub. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there was cannula separation at the non patient end. The np cannula was separated and trapped in the cap of the tube."